Event description:
It was reported that during troubleshooting for an unrelated alarm, the home patient (hp) wanted to do another drain. The patient is priming while connected to the previous set up. The technical service representative (tsr) explained the backup battery and that the hp will have to setup with new supplies and start new therapy to do the initial drain. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for use error, reuse of single-use product, where the home patient (hp) attempted to do another drain during priming while connected without replacing the rest of the disposable supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.